Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt needed ultrafiltration dialysis due to having heparin induced thrombocytopenia (hit) during the implant procedure. The volume shifts during the case sent the pt into rvf and a centrimag was placed as an rvad. Shortly after, the pump began to have low flow and red heart alarms with continuous tones. The pt's oxygen saturation dropped and he had pulmonary edema. The pt was then taken back to the operating room (or) where clots were found in the pump and the inflow conduit. The pump was exchanged, leaving the original outflow graft in place. The centrimag was replaced with an extracorporeal membrane oxygenation (ECMO) due to the pt needing an oxygenator.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.